Event description:
Information received with return of the device does not address the patient's clinical status but notes failure to sense and capture. When the leads tested normal, a new pulse generator was placed.